Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. A bolus of 10 units of insulin was performed, while the device was disconnected from the patient's body, and no insulin was seen coming out of the end of the infusion tubing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.